Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500-515 mg/dl. Reportedly the customer was using flexpens to fill cartridges. Customer required assistance walking to retrieve insulin to give manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned